Event description:
Technical services received a call on (B)(6) 2011 from sales rep. The lead was implanted on (B)(6) 2007. Latitude transmission: 6 nsvt episodes that are "real"; lead impedances stable. Caller states intrinsic amplitude is widely varying doesn't want to miss anything as lead is a fidelis. No physician or hospital known. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).